Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient was kept in the hospital the day after the procedure for severe pain syndrome. The patient eventually developed a necrotizing fasciitis on the interior thigh with sepsis and multiorgan failure. The patient required transfer to another unit for intubation for several weeks and dialysis.

Manufacturer narrative:
Necrotizing fasciitis - multiorgan failure - infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.